Event description:
Device 2 of 3. Ref: 1649914-2013-00065, 1649914-2013-00067. The device distributor (B)(4) reported that they received a customer complaint regarding valve included in a custom pack. The distributor's customer indicated that the suction control (vacuum relief valve) had leaked. It was reported the issue had occurred more than once between this lot of product and two others. No specific info could be obtained regarding each alleged incident other than in each instance the valve was replaced and the procedure completed with no pt impact. The device was not returned to the MFR for eval. No further info is available at this time.

Manufacturer narrative:
(B)(4). Inventory was checked to see if any stock of the same lot number was available for eval, but there was none. Quest medical, inc., has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt' history to the event reported. Quest medical, inc. Defers to the pt's physician regarding medical history.